Event description:
It was noted that on (B)(6) 2007 the atrial lead had been nicked during a routine device changeout, the physician set the new pulse generator to vvi mode. On (B)(6) 2013 the patient presented to the emergency room with dizziness and syncope. The atrial lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.